Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and recurrent peritonitis in a patient (age not reported) coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred, and the patient developed peritonitis. The physician stated that the patient had repeated episodes of peritonitis, many times, because he could not manage to keep aseptic technique. Information regarding the onset date, outcome, treatment and diagnostic testing for the events of break in aseptic technique and recurrent peritonitis were not reported. The root cause of the peritonitis was a break in aseptic technique. On an unreported date in 2010, pd therapy was discontinued due to the repeated episodes of peritonitis and lack of management to keep aseptic technique. The physician did not report if the events of break in aseptic technique and recurrent peritonitis were related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.